Event description:
It was reported that high impedances were measured on the implantable neurostimulator (ins). The high impedances were discovered when the patient was referred for an MRI. The following impedances were measured: c-0 = 6220, 0-1 = 5104, 0-2 = 6273 and 0-3 = 7274 ohms. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va09abh, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va09abh, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).